Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
It was reported that the patient underwent three surgical procedures due to skin overgrowth at the implant site (dates not reported). The issue could not be resolved, and subsequently the device was explanted (date not reported). It is unknown whether the patient will be reimplanted with another device, as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the abutment site. Subsequently the patient was prescribed oral and topical antibiotics (date note reported). Correction: the device was not explanted as previously reported, the implanted device remains. This report is filed (B)(6) 2016.

Manufacturer narrative:
(B)(4). Correction: the correct outcomes attributed to adverse event is required intervention to prevent permanent impairment/damage (devices); and not death, required intervention to prevent permanent impairment/damage (devices) as previously reported. No death has occurred. Per the clinic, it was reported that the skin revisions were conducted under a general anaesthetic during the removal of the abutment. This report is filed august 31, 2016. Implanted device remains.